Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 3.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the stent struts were found to be flared. The procedure was completed with another of the same device. No patient complications nor injuries were reported.